Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system failed to produce x-rays. Review of the log files showed x-ray generator / x-ray tube hardware related issues. Upon troubleshooting, the fse cleaned the high voltage cable and calibrated generator but found tube grid switch errors. Actual cause was found to be issue with the x-ray tube. The defective parts were returned for analysis, for x-ray tube grid switch failure was observed and cause was found to be a vacuum leak at the cathode isolator in the failed tube. However, the replacement of the x-ray tube by the fse has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method codes were corrected.

Event description:
It has been reported to philips that the system is starting up, but no x-ray is possible and automated detector orientation is not active. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the x-ray tube was replaced, the system was returned to use in good working order.